Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, one crack opening, yellow particles in device inner surface, wear abrasion and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening and one opening crease smooth. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening crease smooth in the side radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.